Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 32 x 2.75 mm, de-novo target lesion was located in the left anterior descending (lad) artery. A 2.75 x 32 mm promus element ¿ drug-eluting stent was advanced and successfully deployed. However, post-stenting while taking orthogonal views of the deployed stent, a proximal edge dissection in lad was noted. A 2.75 x 24 mm promus element ¿ drug-eluting stent was deployed to cover the dissection. No further patient complications were reported and the patient's status was stable.